Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they received a localizer fault and could not track instruments. Green and amber light on camera. No patient present. Additional information was received. It was reported that prior to replacing the camera, the manufacturer representative called to run the network device interface (ndi) toolbox. It showed the bump status and internal temperature were highlighted, therefore indicating cmos (complementary metal oxide semiconductor) battery fault.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) analysis was performed for the camera. It was reported that the returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .291mm with a passing threshold of .250mm. Codes b01, c08 and d02 are applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted error. A0709: applicable to not being able to track instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the camera was replaced, the system functioned as intended. Previously reported codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.